Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
The country of complaint: united kingdom. It was reported that while using the device the drill became overheated and burnt the patient. Components in use listed as concomitant devices are: gd678 / microspeed uni micro 150 motor. Gd672 / microspeed uni motor cable f/foot ctrl.

Manufacturer narrative:
Investigation: due to the lack of components, an investigation could not take place. Conclusion and root cause: the failure is most probably user related. Rational: based on the information available as well as on the results of recent complaints, the root cause of the failure is most probably related to an overload use and/or to an insufficient maintenance of devices. No CAPA is necessary.